Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient's mobile device read that the cgm was around 300mg/dl. The patient was asymptomatic and the bg was not checked. The school nurse gave her about 30 insulin of humalog. Sometime later, the patient was confused, diaphoretic, incoherent and the nurse called the grandparent. The grandmother rushed over to the school with her finger stick meter and tested her bg. It was 80, then dropped to 30 mg/dl while the cgm was 395mg/dl. The grandmother administered 5 glucagon. After treatment, the bg was 40 mg/dl. During the report, the patient still had messed up sugar because of what happened. The last time they checked her sugar using fs, it's reads 76mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.